Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have change the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to perform a fixed prime of 5 units of insulin. Customer states, the insulin did exit but only one drop. Next, customer was asked to manual prime of 5 units of insulin. Customer stated insulin exited the device. Advised customer device is functioning properly but they do not trust it. Customer's blood glucose level was 187 mg/dl at time of reporting. Nothing further reported.